Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezd2308 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
Customer is under the impression that the distal part of the catheter with the valve has allegedly cracked off and remained in the patient. After further deliberation, they have identified that there was perhaps a problem with the catheter tip allegedly being cut at the wrong end during the insertion. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed, and the cause appears to be use related. One 4 fr s/l groshong nxt PICC was returned for investigation. A visual observation revealed that the groshong 3-position valve was not received with the returned catheter. The catheter terminated 3.75cm distal to the 5 cm depth mark. A functional test of the catheter revealed a leak at the 5 cm mark. The section of tubing distal to the leak site was occluded with residue. A microscopic examination of the leak site revealed a jagged tear in the blue radiopaque stripe at the 5cm depth mark. Impressions that are consistent with hemostats were visible at the leak site and in the blue stripe at the distal end of the leak site. The edge of the cross section at the distal end of the catheter revealed evidence of the same pattern found at the leak site. It appears that the catheter was damaged with hemostats or other similar instrument. It is unknown when this damage occurred, but may have potentially occurred at the time of placement. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.